Event description:
It was reported by repair work order that the bed experienced unintended motion when the zoom function was in operation due to a malfunctioning zoom motor. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.